Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a malfunction alarm occurred while the customer was attempting to charge the pump. The customer's blood glucose (bg) level was impacted 341 (mg/dl). The customer did not take any actions to correct the bg level and it was indicated that the customer would contact the health care provider to obtain alternate insulin therapy. Follow up with the customer confirmed that the customer obtained manual injections as alternate therapy.